Event description:
It was reported that after powering on the device, vertical lines appeared on the lcd screen. Also, an error code 007 was observed intermittently. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was able to turn-on but there was an error code present and lines appearing on the screen. As such, unit is unable to engage in monitoring. The technology board and the lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one year with no previous reported issues prior to this reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a f/u report will be submitted.